Manufacturer narrative:
Per additional information received and reviewed by the clinician, patient also experienced left side capsular contracture; baker grade IV in addition to breast abscess. There were no updates received for the right side. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on september 16, 2024, and reviewed by the clinician, patient also experienced left side wound infection. There were no updates received for the right side. Complete UDI information has been added under field d4 on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the mnt-men-15-003 clinical trial, participant (B)(4). . It was reported that a caucasian female patient underwent breast reconstruction surgery with 555cc mentor memoryshape breast implant on the left side, and with 170cc mentor memorygel breast implant on the right side on (B)(6) , 2017 and experienced breast abscess on the left side, and asymmetry on her right side, which required mastopexy. The left side device was explanted, and replaced with unknown gel device on (B)(6) , 2017. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the right side. This medwatch report is for the patient¿s right-sided device.